Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of pump reboot events. There was no damage or evidence of moisture to the battery compartment. The returned battery cap was able to fully attach to the pump. The battery cap contact height and width measurements were found to be within specification. The battery cap was difficult to remove from the pump due to the worn top. A test cap was used and able to properly secure and detach from the pump without difficulty. The pump successfully completed the 24 hour duration test without any issue or power interruptions. The pump cover was removed and there was no evidence of moisture or damage to the power circuit. The original complaint of a power issue was unable to be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and that the battery cap was unable to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.